Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip had to be ripped off. The procedure was completed at this time as another clip had already been placed in the patient. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg site name: (B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was fully deployed and the clip was not returned with the device. The control wire had a kink near the handle, the center, and the distal end of the device. The control wire was cut inside the handle. The spring was bent and detached from the handle. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip had to be ripped off. The procedure was completed at this time as another clip had already been placed in the patient. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.